Manufacturer narrative:
Additional information: device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c & d grid, manufacturer narrative(DHR statement). Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the clinician hung magnesium 4 grams in 100ml infusion as piggyback at 10:39am, to run at 25ml/hr. At 11:34am, the bag was found empty. The nurse observed the patient to have flushed face and transient hypotension. The vital signs were within normal limits. The staff is unsure if medication back flowed into primary bag. There was a question on whether the bags were arranged at the correct heights in relation to one another. Laboratory testing was performed on the patient and revealed no negative outcomes. The repeat magnesium blood level was "1.7" (normal range for blood magnesium level is 1.7 to 2.2 mg/dl). Vital signs remained stable. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician hung magnesium 4 grams in 100ml infusion as piggyback at 10:39am, to run at 25ml/hr. At 11:34am, the bag was found empty. The nurse observed the patient to have flushed face and transient hypotension. The vital signs were within normal limits. The staff is unsure if medication back flowed into primary bag. There was a question on whether the bags were arranged at the correct heights in relation to one another. Laboratory testing was performed on the patient and revealed no negative outcomes. The repeat magnesium blood level was "1.7" (normal range for blood magnesium level is 1.7 to 2.2 mg/dl). Vital signs remained stable. There was patient involvement but no harm.